Manufacturer narrative:
Additional information: analysis of the returned device shows that optical examination did not identify pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a quasi-brittle fracture with riverlines through the cross-section of the material, consistent with overload. This kind of failure is consistent with an over-torque of the instrument during use.

Event description:
It was reported that a patient underwent an unknown spinal procedure, the "surgeon had used the drill with the rail cutter guide to make a tract for the actual cutter. While drilling, the actual drill bit fractured at the tip. The surgeon was able to easily remove the fracture tip. The procedure resumed without any complication as there was another drill bit in the kit."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.